Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) system received multiple anti-tachycardia pacing (atp) as well as maximum energy electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The last shock had a shocking impedance measurement greater than 125 ohms with a code 1005 for open circuit condition detected during shock delivery. Therapy was exhausted. Technical services (ts) recommended lead replacement because future therapy could not be guaranteed to be successful. The patient was admitted to hospital, but surgery was cancelled for lack of surgical back-up. Subsequently, device therapy was turned off and the patient was sent home with a life vest. Device therapy was turned off and the patient was sent home. No additional adverse patient effects were reported. Currently, this system remains in service.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) system received multiple anti-tachycardia pacing (atp) as well as maximum energy electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The last shock had a shocking impedance measurement greater than 125 ohms with a code 1005 for open circuit condition detected during shock delivery. Therapy was exhausted. Technical services (ts) recommended lead replacement because future therapy could not be guaranteed to be successful. The patient was admitted to hospital, but surgery was cancelled for lack of surgical back-up. Subsequently, device therapy was turned off and the patient was sent home with a life vest. Device therapy was turned off and the patient was sent home. No additional adverse patient effects were reported. Currently, this system remains in service. According to additional information received, this ICD was explanted and replaced with a new ICD. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) system received multiple anti-tachycardia pacing (atp) as well as maximum energy electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The last shock had a shocking impedance measurement greater than 125 ohms with a code 1005 for open circuit condition detected during shock delivery. Therapy was exhausted. Technical services (ts) recommended lead replacement because future therapy could not be guaranteed to be successful. The patient was admitted to hospital, but surgery was cancelled for lack of surgical back-up. Subsequently, device therapy was turned off and the patient was sent home with a life vest. Device therapy was turned off and the patient was sent home. No additional adverse patient effects were reported. Currently, this system remains in service. According to additional information received, this ICD was explanted and replaced with a new ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.